Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause for the suspected peritonitis was unknown. On an unreported date, in the week prior to the week of this report, the patient was hospitalized for the event. Treatment for the event was not reported. The outcome of the suspected peritonitis was unknown. The action taken with dianeal therapy was unknown. No additional information is available at this time. This is report 2 of 3 involved in this event.